Event description:
It was reported to philips that the system could not start up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and identified a faulty x205 fuse located in the mpdu (main distribution and processing unit). The fse replaced the fuse to resolve the issue, restoring normal system functionality. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.